Manufacturer narrative:
Model number/catalog number: sc-2138-50; serial/batch number: (B)(4); model/catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also noted that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.